Manufacturer narrative:
(B)(4). Insulin pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alert. Customer stated the insulin pump was not exposed to a high magnetic field. Customer reported that the drive support cap appears normal. Customer did not received motor position encoder error alarm. Customer was able to complete rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.